Event description:
It was reported that the pt's implantable neurostimulator system was removed due to infection. The infection-causing organism was not provided. No information was provided related to the pt's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).